Event description:
Initial potassium result of 6.4 mmol/l, bun result of 52 mg/dl, and creatinine result of 5.0 mg/dl. Repeat of same sample on a different instrument recovered potassium 4.7 mmol/l, bun 28 mg/dl, and creatinine 2.1 mg/dl. If additional information is received, appropriate notification will be provided.